Manufacturer narrative:
Product ID neu_unknown, serial# unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead anchor was eroding and the whole system was explanted. The patient's managing physician contacted an infectious md for consult. The issue was resolved. No further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown, serial# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the eroded anchor was unknown and it was discarded. No further complications reported.